Event description:
On (B)(6) 2015, additional information was received from a healthcare professional (hcp) via a clinical study. The event was reported as possibly related to the morphine sulfate.

Event description:
The patient was receiving intrathecal morphine sulfate 2.0 mg/ml at 0.1382 mg/day. On (B)(6) 2014 the patient¿s intrathecal morphine sulfate dose was increased by 40% to 0.1934 mg/day. This was done for postoperative pain, and the patient went to the emergency room for oversedation. A study and healthcare professional reported the patient experienced oversedation on (b)(64) 2014 which was possibly related to the device or therapy, and unlikely related to the implant procedure. The patient was also taking norco 325/7.5 mg twice every day. The patient¿s intrathecal morphine sulfate dose was reduced to 0.125 mg/day on (B)(6) 2014, and the patient was given intravenous narcan in the emergency room. The event resolved without sequelae on this date. They were indicated for the following use: non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).